Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had recurring unexpected restart alarms. Troubleshooting was performed but the issue was not resolved. The pump is returning.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart alarm or reset anomaly noted. The insulin pump was monitored in 2 days and had no time/clock anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.